Event description:
During an ercp on patient #3, it was discovered that a pancreatic stent had been retained in the unit. Patient #1 (B)(6), patient #2 (B)(6), and patient #3 (B)(6). Patients #2 and #3 had procedures performed with the stent retained in the scope. Dates of use: (B)(6) 2016. Diagnosis or reason for use: removal of bile duct stones. Event abated after use stopped or dose reduced: yes.

Event description:
During an ercp on patient #3, it was discovered that a pancreatic stent had been retained in the unit. Patient #1 (B)(6), patient #2 (B)(6), and patient #3 (B)(6). Patients #2 and #3 had procedures performed with the stent retained in the scope. Dates of use: (B)(6) 2016. Diagnosis or reason for use: removal of bile duct stones. Event abated after use stopped or dose reduced: yes.

Event description:
During an ercp on patient #3, it was discovered that a pancreatic stent had been retained in the unit. Patient #1 (B)(6), patient #2 (B)(6), and patient #3 (B)(6). Patients #2 and #3 had procedures performed with the stent retained in the scope. Dates of use: (B)(6) 2016. Diagnosis or reason for use: removal of bile duct stones. Event abated after use stopped or dose reduced: yes.